Manufacturer narrative:
Article citation: satoko onishi, yoshikazu inoue, maki inukai, takayuki okumoto, preventing infection after synthetic expander implantation in patients undergoing breast reconstruction, fujita medical journal, 2022, volume 8, issue 2, pages 42-45, released on j-stage may 01, 2022, advance online publication august 20, 2021, online issn 2189-7255, print issn 2189-7247, https://doi.org/10.20407/fmj.2020-029, https://www.jstage.jst.go.jp/article/fmj/8/2/8_2020-029/_article/-char/en. The events of infection and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and necrosis.

Event description:
Through journal article "preventing infection after synthetic expander implantation in patients undergoing breast reconstruction" one patient reported "infection, skin around the postoperative wound had become necrotic, resulting in an ulcer" as well as "inflammatory signs due to chest erythema as well as fever" and "(B)(6)." This is for an unknown side. Device has been explanted.